Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event two days later. The peritonitis was manifested by abdominal pain, cloudy effluent and fever. The patient was treated with vancomycin 25 mg and amikacin 12.5 mg (route and frequency not reported). Outcome for the event was not reported. No additional information is available. Event details: on an unreported date, a break in aseptic technique occurred. On (B)(6) 2013, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent and fever. On the same day, a peritoneal effluent analysis was performed before the start of antibiotic therapy. The results revealed leucocyte count 320 cells/mm3 and neutrophils 100%. On (B)(6) 2013, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin 25 mg and amikacin 12.5 mg. The cause of peritonitis was reported as a break in aseptic technique.

Manufacturer narrative:
(B)(4). The patient experienced fungal peritonitis. On an unreported date, the peritoneal dialysis (pd) therapy was discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a follow-up report will be submitted.